Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 when closing the door on a loaded set. The cause was identified to be the lower link switch not functioning. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.